Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer screen was black. Analysis also indicated that the upper case was broken, the antenna wires' insulation was cut, and there was corrosion inside the programmer. The programmer will be scrapped and replaced.

Event description:
It was reported that the programmer screen went black during a software update. The programmer was returned to service. There was no patient involvement.